Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unresponsive, sticky buttons and button error. Also reported that the reservoir poured out insulin, diminished battery life, had rejected new batteries, black strip of plastic at top of screen missing, and hairline crack in insulin pump. No harm requiring medical intervention was reported. The device will be returned and the reservoir will not be returned for analysis.